Event description:
On july 21, 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is giving a battery indicator message. This complaint is classified according to the documentation of the customer care advocate. The battery indicator message appeared approximately 3 days ago. Reportedly, the pt felt shaky after the reported issue began. The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. During troubleshooting, the customer care advocate verified that the battery was not replaced per the owner's manual and the meter in question is not a new meter (out of the box). This complaint is being reported because the pt had symptom that can be suggestive with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs products for evaluation, but has not yet received them. If the lfs products are returned, lifescan will evaluate them and, if the lfs products do not pass inspection, lifescan will inform FDA of the results in a supplemental report.